Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone, bupivacaine and clonidine via an implantable pump for unknown indications for use. It was reported that the patient had a lumbar site seroma that was drained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.